Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 128429 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 128429 and test base part number 195-430h / lot 126369a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 128429 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert.

Event description:
The customer reported a false positive result with the binax now covid-19 ag card assay performed on (B)(6) 2020 on a direct tested nasal kitted swab. The nasal swab was used per the product insert instructions. Repeat testing was not performed. Confirmation testing was performed on a nasal sample using pcr test. The pcr test result was negative. The customer reported patient was positive for covid back in (B)(6) 2020, four months prior to the test date of (B)(6) 2020. Came to school with cold like symptoms. Parent requested he be tested with binaxnow. Test results showed a very faint pink sample line. The sample line did not turn until 11 minutes in. Test read as positive. Parents questioned the results given his history of covid in (B)(6). Pcr test was performed the same day and the results were negative. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.